Manufacturer narrative:
(B)(4): information unavailable.

Event description:
It was reported 10 days post op a ruptured diverticuli procedure, a leak was discovered. There were no issues noted during the original procedure. During the reoperation, it was noted the staples had come loose in the corner of the side to side anastomosis. The patient recovered and is doing well at this time. Device was discarded.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.